Manufacturer narrative:
D5 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, after cardioversion, the patient experienced more than 10 seconds of complete asystole, followed by a physiological escape rhythm at 35 bpm, later increasing to 55 bpm. More than 3 minutes later, the pacemaker started pacing again. The cardioversion was anterior-posterior, the pads were on right position and the pacemaker was programmed to unipolar before cardioversion.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after cardioversion, the patient experienced more than 10 seconds of complete asystole, followed by a physiological escape rhythm at 35 bpm, later increasing to 55 bpm. More than 3 minutes later, the pacemaker started pacing again. The cardioversion was anterior-posterior, the pads were on right position and the pacemaker was programmed to unipolar before cardioversion.